Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had difficulty removing the battery cap. The groove on the battery cap was worn down. The insulin pump alarmed no delivery. Her blood glucose level was running high. The customer's blood glucose level was over 600 mg/dl. She had difficulty breathing. The customer treated her high blood glucose level with the insulin pump. The no delivery alarm was resolved with a complete set change. She dropped the insulin pump on the side of the tub. The self-test, high pressure, and displacement test passed. A few years ago the customer's blood glucose level was over 700 mg/dl for three days. The device was not returned.